Event description:
The customer reported via phone call that she had high and low blood glucose and was hospitalized on (B)(6) 2015. Customer's blood glucose was 46 mg/dl at the time of the incident. Customer's current blood glucose was 113 mg/dl. Customer treated with food and glucose tablets. Customer had been experiencing low blood glucose for about a week or two. Customer stated there were no unusual events other than her having high blood pressure and dehydration. Customer feels that the air bubbles were the cause for her high blood glucose and that her mitochondrial disease is why her blood glucose goes low.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.